Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced leaking from the chamber while meal announcing. The patient, who was newer to the device, inquired whether meal announcing could still be performed after completing a supply change and was advised that doing so would not affect the device algorithm. The patient indicated comfort in performing the supply change independently and did not require further assistance or have additional questions. Blood glucose was not affected at the time of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.